Event description:
Pt developed an allergic or sensitivity reaction to invisalign trays (aligners) or the chemicals in the trays. Apthous ulcers, tender oral mucosa and swollen lymph nodes. Pt discontinued wearing trays and symptoms have generally improved. Swollen lymph node is right arm pit continues to be swollen by cervical lymph nodes and apthous ulcers have improved since discontinuing wearing trays. Pt noted that each time he switched to a new set of trays (aligners), the symptoms would increase and as the trays were worn, the symptoms would gradually improve. Recommended that he discontinue wearing the trays and have traditional metalic brackets placed to complete his orthodontics. Dates of use: (B)(6) 2015. Reason for use: orthodontic movement of teeth for correcting malocclusion.